Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was an area of in-stent restenosis (isr) located in the mildly tortuous and moderately calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with different device. No patient complications nor serious injury were reported.